Event description:
The customer reported, the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Cables and boards were cleaned and repaired. The system was then found to be operating as intended.